Event description:
It was reported that following a fall the patient experienced ineffective therapy and reported fractured. As a result, surgical intervention was undertaken to explant the system on (B)(6) 2025.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.